Manufacturer narrative:
On march 7, 2023, the mentor failure analysis lab received the device for evaluation. On march 13, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 350cc breast implant had a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the anterior view, measuring approximately 0.2 cm. In addition, no other tears were found during the analysis. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old hispanic female patient underwent primary breast augmentation with 350cc mentor smooth round moderate plus profile on the left side, and with 400cc mentor smooth round moderate plus profile on the right side and experienced breast implant deflation, and capsular contracture; baker grade iii on her left side, and bilateral ptosis. As a result, the patient underwent bilateral replacement surgery with catalog number shpb440; serial number (B)(4) on the left side, and with catalog number shpb440; serial number (B)(4) on the right side on (B)(6) 2022. Only year 2008 was provided for date of implant. Follow ups are in progress for exact date. Supplemental report will be submitted upon receipt of information. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation, capsular contracture; baker grade iii, and ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).